Manufacturer narrative:
Conclusion: according to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary. Reportedly the patient performs well with the device and no explantation is expected at this time. This is a final report.

Event description:
The patient's hearing with the device has deteriorated over some weeks. Re-fitting appointment in (B)(6) 2016 was successful: the patient had clear reaction and discrimination at most channels and has a good speech understanding. The patient will not undergoing any surgery due to generally bad health conditions and wil be monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing with the device has deteriorated over the last few weeks.